Event description:
It was reported that the patient's pump had a motor stall caused by a magnetic resonance image (MRI). The stall lasted 49 minutes and then recovered. The motor stall and recovery were confirmed in the event logs. There were no patient symptoms. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).